Event description:
The client was lowering the tp ceiling lift in preparation for usage when the strap fell out of the lift. This is considered a near incident and it will be reported as such. The patient was not injured.

Manufacturer narrative:
The lift was received on (B)(4) 2013 and it was determined that nothing abnormal could be detected with the assembly of the ceiling lift. The dealer provided us with a service report history of this lift and the data shows 3 previous strap replacements. It would appear that the issues with the strap fraying are connected to the "tape gear assembly" ((B)(4)) component in this particular lift. As a precaution this assembly was replaced in the lift during its repair. The corrective action taken for this lift were: replace the tape gear assembly (item (B)(4)); replace the lift strap (item (B)(4)).